Event description:
During a shoulder repair procedure the surgeon pre-drilled with 1.8mm drill to insert the twinfix anchor. When torque was applied, the anchor sheared off in the glenoid. Surgeon used another anchor to complete the repair. A delay of 5-minutes resulted and no pt injury or complications were noted.